Manufacturer narrative:
An attempt to reproduce the reported event using fota app version 1.3.5 installed on samsung galaxy s24 (os 14) with mmt-1880 pump (from software version 6.10.4) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement 3551311 document d00459457, version g. After conducting a thorough investigation of the attached log files, we found that the issue occurred when the fota app attempted to open a secure session following the renewal and verification of authority certificates, causing the pump to lose connection. Issue status: confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: remove mmm and fota apps from the mobile device: unpair mobile device from pump: options > utilities > device options > manage devices > select ""mobile xxxxxx"" and delete (or double check that the mobile device is not displayed in manage devices). Clear all previous pump bluetooth connections in bluetooth settings: open settings>>tap ""connections"">>tap ""bluetooth"">>tap the options icon next to the device (pump) you want to unpair>>tap ""unpair"">>confirm on the popup. Turn off bluetooth for a few seconds (not a quick settings). Turn on bluetooth. Restart (reboot) the mobile device. Install the fota app and proceed with the pump update. Other steps that may improve connection stability (if emi is not the problem): disable cross-device service in the phone: 1) on your android device, open settings. 2) tap google, devices & sharing, cross-device services, or search â¿¿cross-deviceâ¿¿ from settings. 3) make sure the use of cross-device services is off or disabled. The helpline informed that the customer was able to upgrade to the pump to 780g. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-1880 and mmt-6122. Troubleshooting was performed, and the communication issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-6122.